Event description:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy bleeding lasting up to 8 days') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), polymenorrhoea ("periods every 20 days"), dysmenorrhoea ("uterine contractions during periods") and adverse event ("other conditions I now have, sequelae after essure removal"). The patient was treated with surgery (hysterectomy and essure removal). Essure was removed. At the time of the report, the menorrhagia, polymenorrhoea and dysmenorrhoea had resolved and the adverse event had not resolved. The reporter considered adverse event, dysmenorrhoea, menorrhagia and polymenorrhoea to be related to essure. The reporter commented, posted on twitter: my periods were not normal from the start, apart from the contractions and periods every 20 days, with heavy bleeding lasting up to 8 days, plus all the other conditions I now have, I honestly would have thrown myself out the window . That was a great burden for me for many years and now I have had enough of all the conditions I have. I have benefited from its removal, because today, with all "the sequelae" I have, if I still had my uterus and the implants, I would have gone crazy. My periods were not normal from the very start and I have had uterine contractions further company follow-up with the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of polymenorrhagia ('heavy bleeding lasting up to 8 days, periods every 20 days') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced polymenorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("uterine contractions during periods") and adverse event ("other conditions I now have / sequelae "). The patient was treated with surgery (hysterectomy and essure removal). Essure was removed. At the time of the report, the polymenorrhagia and dysmenorrhoea had resolved and the adverse event had not resolved. The reporter considered adverse event, dysmenorrhoea and polymenorrhagia to be related to essure. The reporter commented: posted on twitter: my periods were not normal from the start, apart from the contractions (uterine contractions) and periods every 20 days, with heavy bleeding lasting up to 8 days, plus all the other conditions I now have, I honestly would have thrown myself out the window. That was a great burden for me for many years and now I have had enough of all the conditions I have. I have benefited from its removal, because today, with all "the sequelae" I have, if I still had my uterus and the implants, I would have gone crazy. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 25-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of polymenorrhagia ('heavy bleeding lasting up to 8 days, periods every 20 days') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced polymenorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("uterine contractions during periods") and adverse event ("other conditions I now have / sequelae "). The patient was treated with surgery (hysterectomy and essure removal). Essure was removed. At the time of the report, the polymenorrhagia and dysmenorrhoea had resolved and the adverse event had not resolved. The reporter considered adverse event, dysmenorrhoea and polymenorrhagia to be related to essure. The reporter commented: posted on twitter: my periods were not normal from the start, apart from the contractions (uterine contractions) and periods every 20 days, with heavy bleeding lasting up to 8 days, plus all the other conditions I now have, I honestly would have thrown myself out the window. That was a great burden for me for many years and now I have had enough of all the conditions I have. I have benefited from its removal, because today, with all "the sequelae" I have, if I still had my uterus and the implants, I would have gone crazy. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 31-mar-2021: no new information received, ha number added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.